Event description:
"Caller alleged discrepant results compared with the lab and a reference. Results as follows:" date: (B)(6) 2011, inratio: 3.9, reference: 2.6, lab: 2.4. Each test was done back to back, however, venous blood was used for all tests. Therapeutic range: 2 to 3.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Customer used venous blood for testing. Per product user guide, "use only fresh capillary blood for testing." This may contribute to unexpected inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at this complaint was filed: date: (B)(6) 2011, inratio meter = 3.9, reference = 2.6, mean = 3.25, confidence limits = 1.9 - 4.6. Date: (B)(6) 2011, inratio meter = 3.9, reference = 2.4, mean = 3.15, confidence limits = 1.9 - 4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot 243104 on 6/23/2011 met accuracy criteria. Test results are as follows: donor 58 = 2.4, 2.4, 2.4 inr; donor 59 = 2.5, 2.6, 2.6 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 58 (2.24 inr) and donor 59 (2.40 inr), respectively. No further investigation will be pursued at this time. Conclusion: inratio products in complaint were designed to use capillary sample only. Analysis of the client's data from inratio and reference tests revealed the test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.